Event description:
Agent ide study. It was reported that a restenosis occurred. On (B)(6) 2017, stenosis at the proximal right coronary artery (rca) and mid rca was treated with deployment of 3.00 x 38 mm and 3.50 x 32 mm synergy drug eluting stents. A 3.5 x 12mm synergy stent was also implanted in the proximal rca in 2017. On (B)(6) 2020, left heart catheterization revealed in-stent re-stenosis of the previously deployed synergy stents in the proximal and mid rca. The in-stent restenosis was treated with deployment of 4.00 x 38 mm, 3.50 x 38 mm and 3.00 x 38 mm non-boston scientific (bsc) drug eluting stents. On (B)(6) 2022, the subject presented with stable angina for the index procedure. A loading dose of aspirin 324 mg and clopidogrel 600 mg was given prior to the procedure. Left heart catheterization revealed 70% in stent restenosis of the previously deployed stents (2 layers) in the proximal rca. During the procedure, intravascular ultrasound revealed under expansion of the 3.00 x 38 mm synergy drug eluting stent. A non-bsc intravascular lithotripsy balloon was used to deliver pulses to the target lesion. The target lesion was then pre dilated with a 5.00 mm x 15 mm balloon, followed by successful treatment with a 4.0 mm x 20 mm study device with 30% residual stenosis and timi flow of 3. The subject was discharged on clopidogrel and aspirin.